Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist performed troubleshooting with the customer, and the issue could not be reproduced. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus instrument. The discordant result was reported to the physician(s), who sent the patient for a coronary angiography. After the coronary angiography test, the patient was redrawn, and the new sample was tested on the same instrument and resulted lower. The initial sample was then rerun on the same instrument, and also resulted lower. The rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.